Event description:
Report received indicated the patient developed a reddened area under tape collar border area. The patient discontinued use of product. Further information regarding patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to FDA 483 issued april 16, 2014. Devices listed in this report is (are) use for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.